Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician requested review of device data to confirm proper device operation. Upon review, it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone due to anti-tachycardia pacing (atp) therapy. Two 41j shocks were delivered. Following the first shock the patient's rhythm deteriorated into vf and the second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician requested review of device data to confirm proper device operation. Upon review, it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone due to anti-tachycardia pacing (atp) therapy. Two 41j shocks were delivered. Following the first shock the patient's rhythm deteriorated into vf and the second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service. It was reported that an alert was generated for anti-tachycardia pacing (atp) therapy delivered to convert arrhythmia. Upon review of the stored episode, the rhythm appeared conducted from the atrium with a 1:1 a-v pattern observed. The clinical observation was documented, and the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the physician requested review of device data to confirm proper device operation. Upon review, it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone due to anti-tachycardia pacing (atp) therapy. Two 41j shocks were delivered. Following the first shock the patient's rhythm deteriorated into vf and the second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service. It was reported that an alert was generated for anti-tachycardia pacing (atp) therapy delivered to convert arrhythmia. Upon review of the stored episode, the rhythm appeared conducted from the atrium with a 1:1 a-v pattern observed. The clinical observation was documented, and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060110. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.